Event description:
Advocate stated the customer received a control result of 47 mg/dl on his contour meter. The normal control range was 105-145 mg/dl. No adverse events were alleged. The test strips were returned for eval. Replacement test strips and a new meter were sent to the customer.